Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was noted when it comes to this device. Noise was attempted to be reproduced but it was not possible. It was noted that some atrial tachy response (atr) episodes were also stored due to low atrial amplitudes. A request for more information was needed to resolve this issue. No adverse patient effects were reported.

Event description:
A review by boston scientific technical services (ts) noted oversensing of ventricular pacing on the atrial channel. Ts discussed adjusting atrial sensitivity. Ts also noted some noise on the ventricular channel likely due to unipolar setting for sensing in the ventricle and the noise being muscle activity oversensing. Ts discussed performing lead isometrics during an in clinic follow up. Ts also discussed adjusting the ventricular channel sensitivity.